Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) then advised the customer to order and replace the touchscreen. The rse provided the customer with the part number of the touchscreen. Investigation is ongoing.